Manufacturer narrative:
(B)(4). The ambulance service biomed reported that the device unexpectedly shutdown. There was no reported adverse pt impact. The philips call center worked with the biomed to verify the reported problem. There were no errors in the status log and the device was found to pass the operational check test. The biomed visually inspected the rear case and found two battery pca pins pushed in. A replacement battery pca was sent to the customer to resolve the reported unexpected shutdown. This complaint represents a malfunction of the battery pca where the connection pins became pushed in.

Event description:
The ambulance service biomed reported that the device unexpectedly shutdown.